Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a compromised force sensor system alarm. Insulin squirted out during the manual prime process. The customer¿s blood glucose during the incident was unknown. The device was not bumped or dropped. There was not water contact. The drive support cap was flushed. They did not press the cap while connected. The device will be returned for analysis.

Manufacturer narrative:
Unit received with completely broken reservoir tube lip. Unable to perform basic occlusion, occlusion, displacement tests or verify the compromised force sensor system alarm due to broken reservoir tube lip. However, unit was received passed rewind test, prime test and excessive no delivery test. Unit had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, stained address/serial number label and stained end cap sticker.